Event description:
Tibia nail was placed following patient's involvement in an mva. She was doing well postoperatively until she noted severe pain in the right lower extremity. She was evaluated and noted to have a fracture of the rod. She had the broken rod surgically removed and replaced.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.